Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) during dwell 3. They checked the lines and bags and found no leaks. They cycled power off and on to clear the se 2240 followed by a se 2367, then ended therapy. The baxter technical service representative (tsr) had the home patient (hp) disconnect using aseptic technique and they removed the cassette. The hp would notify the peritoneal dialysis registered nurse (pdrn) of missed therapy. The solution to this issue was provided over the phone. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.